Manufacturer narrative:
Findings:motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty fsr(gold). Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus delivery. Customer's blood glucose was 229 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer doesn't received an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.